Event description:
No additional information provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: patient identifier, date of report, UDI, expiration date, date returned to manufacturer, date received by manufacturer, checked "follow-up", checked follow-up type, device evaluation checked "yes", device manufacturer date, entered evaluation codes, added manufacturer narrative. The reported event is confirmed through visual inspection of the returned product. Based on the evaluation, the device malfunction (fracture) has occurred. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Initial reporter¿s first name is not provided / unknown.

Event description:
Doctor reported implant boss411 fractured on buccal wall side. Rest of the implant still integrated.